Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "any creases associate with hole." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as unidentified (tear) opening. Shell thickness was within specification. ¿ crease/folding of implant: observed. As per the investigation procedure wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, any creases associated with hole.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "any creases associate with hole." Device has been explanted and replaced.